Manufacturer narrative:
(B)(4). Date sent: 10/17/2024. D4: batch # unk. B3: event day and month unknown. Captured as (B)(6) 2024. A manufacturing record evaluation was performed for the finished device ech60l lot number c9dg2p and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that moisture noted inside package, the rep notified that the item not opened on sterile field. There was no patient consequence reported. Device is available for return.

Manufacturer narrative:
(B)(4). Date sent 10/28/2024. D4 batch #c9dg2p. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with evidence of body fluids was noted on the anvil. In addition, the tyvek was returned along with the device. Upon visual inspection from the tyvek, no damage was observed related to integrity. In addition, the seal area was noted completed. Additionally, the event log review showed the device was fired 7 times. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no damage was noted on the tyvek. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number c9dg2p, and no non-conformances were identified